Event description:
It was reported that the display device is not alerting at the proper threshold. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).